Event description:
Device 1 of 2 (see MFR# 1627487-2010-01940). On (B)(6) 2010, the patient was implanted with an scs system. The patient felt no stimulation on the left lead. The right lead still functioned as intended. The patient was revised on (B)(6) 2010.

Manufacturer narrative:
Evaluation: lead a. Method: (visual) two en tact leads were returned attached to ipg. Lead "a" has all wires broken near the stim end approximately 14.5cm from the stim tip. Results: (functional) lead "a" has all channels open due to all wires are broken. Conclusion: lead "a" has all wires broken approximately 14.5cm from the stim tip and indications appear the lead experienced and extreme overstress. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.